Event description:
On (B)(6) 2013, (B)(6) hospital contacted a maquet sales and service unit (ssu) representative to request service on rotaflow pump module hl 20 with serial number (B)(4). According to the customer, the unit stopped working during a case. The customer noted that the perfusionist was able to restart the unit and continue the case to completion. The unit was pulled and replaced with another unit. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, an inspection was performed on the console which included the internal wiring and connections. All functional and safety test were performed. The pumps were ran for five (5) hours and the issue reported could not be duplicated. Reference: complaint (B)(4).